Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been getting no delivery alarms for the last few days on the insulin pump. Customer stated that he has changed the infusion set a couple of time and is still getting a no delivery alarm. Customer was assisted with performing a fixed prime of 5.0 units. Customer stated that the insulin exited. Customer stated that the cannula is not bent. Customer was advised that the site may have been occluded. Customer was advised to do a complete set change and return the set for analysis. Customer was given a back-up injection of 8 units for his current blood glucose of 368 mg/dl.